Manufacturer narrative:
The previous short to shield is reported under MFR # 2916596-2023-02716. Previous reports of driveline fault alarms are reported under MFR numbers: 2916596-2021-04511, 2916596-2021-07469, 2916596-2022-10130. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had known driveline faults for the last couple of years. An external repair was performed a while back and had a short to shield in their last clinic visit and was using ungrounded cable. The log file captured periodic driveline fault events throughout the log. The wire causing these faults did not appear to be totally broken but it was apparent that it was having some issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events and data from 26jul2023 through 03aug2023. Intermittent, silenced driveline fault alarms were captured throughout the file, which were reportedly a known issue for the patient. Electrical continuity data recorded in the log file during these alarms revealed a potential issue with the red wire of the driveline. Furthermore, based on previous complaint history with the heartmate ii left ventricular assist system (lvas) and similarly reported events, the observed driveline fault alarms appeared to be consistent with potential driveline wire compromise. The patient remains ongoing on heartmate ii lvas, serial number vad-58015. No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.